Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the valve fell off of the funnel of the catheter, when trying to infuse water into the balloon.

Manufacturer narrative:
Received only catheter. The reported issued was confirmed; however, the cause is unknown. Per visual inspection the exterior of the sample was examined and no evidence of a failure that would support the reported event was found. However, a slight dent on the shaft of the catheter was noted but no pinches were observed at the location of the dent. Per functional testing, an attempt to inflate the balloon was made using a lab syringe with 10cc of water; the attempt failed, as the inflation funnel inflated instead. The balloon was then deflated and another attempt to infuse the balloon was made using the quick fill technique, however the same result was achieved. The catheter was then cut to omit the dent area, the balloon was inflated with 10cc water using lab syringe and the balloon inflated and deflated without difficulty. No leaks were observed. The cut portion of the catheter was observed under a microscope and it appeared that the dent was caused on the exterior. Per dimensional evaluation: eye snip length 2/32¿ (B)(6). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: " method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Event description:
It was reported that the valve fell off of the funnel of the catheter, when trying to infuse water into the balloon.